Event description:
Affiliate reported the pt had hyperglycemia and treated. The physician adjusted basal rates and bolus but during the four days the pt was hospitalized. Ran a pump self test and pump appeared to be functioning normally.